Event description:
It was reported that the patient with this right ventricular (rv) lead manifested twiddler's syndrome and that the patient twiddled the lead. Additional information was received indicating that the lead was dislodged. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the dislodgement due to twiddler's syndrome allegation was confirmed. Evidence from the field and product analysis were sufficient to verify dislodgement.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient with this right ventricular (rv) lead manifested twiddler's syndrome and that the patient twiddled the lead. Additional information was received indicating that the lead was dislodged. The rv lead was explanted. No additional adverse patient effects were reported.